Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that guidewire tip detachment occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left lateral plantar artery. A savion flx guidewire was selected for use. However, the tip of savion flex broke off while navigating the moderately tortuous and calcified plaque. The tip was successfully snared from the patient. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Event description:
It was reported that guidewire tip detachment occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left lateral plantar artery. A savion flx guidewire was selected for use. However, the tip of savion flex broke off while navigating the moderately tortuous and calcified plaque. The tip was successfully snared from the patient. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The returned guidewire had the distal tip portion with polymer detached. The end distal tip was found kinked. No other issues were found. Photos were taken of polymer detached at very tip and distal end bent. A photo was attached to the complain record and it show the distal tip kinked and polymer jacket detached.